Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release.

Event description:
The manufacturer was notified of a pacemaker implant involving a perceval plus prosthesis. Reportedly, on (B)(6) 2026, a perceval plus pvf-s was implanted in a patient, issue evolved over time, and the patient needed to have a permanent pacemaker implant within 48 hours post op. No other information is available at this time.